Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively for a sacroiliac and thoracolumbar procedure. It was reported that during the pre-op point merge of a CT scan, the surgeon could not pass registration. It was clear that the surgeon was on the incorrect level. After correcting, the surgeon still got a failure with an 8mm inaccuracy metric. The surgeon was comfortable moving on with the surgery without navigation. It was indicated by the manufacturing representative that the probable cause of the issue was that the surgeon did not seem comfortable with the process and was not going to specific points properly. There was a delay of less than 1 hour to the procedure and no impact to patient outcome as a result of this issue. Additional information was received confirming that the cause of the event was that the surgeon was uncomfortable with the process.

Manufacturer narrative:
A software analysis was initiated through log and archive analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.